Event description:
It was reported that patient underwent rotator cuff repair procedure on (B)(6), 2012. During the procedure, the nitinol wire fractured while passing through tissue. The wire was retrieved from the surgical site, and the procedure was completed, but only after a delay of more than half an hour had occurred.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Review of returned suture passer found that the tip of the top jaw on the device was worn. This reduces the length of the tip and allows the nitinol to not follow the tip. The nitinol would go in front of the tip of the inserter, and could fracture. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-00654).